Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, currently there is no objective evidence that the liberty cycler set had a malfunction or product deficiency caused this event. Peritonitis is a well-documented complication in pd patients. Based on the reported information, the peritonitis event can be reasonably attributed to a breach in aseptic technique (with patient not wearing a mask or performing hand hygiene), as reported by the pd nurse.

Event description:
On (B)(6) 2025, it was reported that this patient on peritoneal dialysis (pd) therapy had the pd catheter (not a fresenius product) removed due to peritonitis. There were no reported allegations that the event was caused by fresenius products. In additional follow-up, the pd nurse reported that on (B)(6) 2025 the patient was seen in the outpatient pd clinic with symptoms of cloudy pd effluent. It was stated that the patient had a pd culture obtained in the pd clinic which had growth of the bacteria staphylococcus haemolyticus. The patient initiated antibiotic therapy utilizing intra-peritoneal (ip) vancomycin (per clinic protocol) for peritonitis, per the nurse. Subsequently, on (B)(6) 2025, the patient had a repeat culture (in the pd clinic) which continued to have growth of the bacteria staphylococcus haemolyticus. It was suspected that the pd catheter (not a fresenius product) has biofilm. As a result, the patient was switched to hemodialysis modality for renal replacement needs and on (B)(6) 2025 the pd catheter was removed. The nurse confirmed the patient did not have fluid leaks or any issues/malfunctions with fresenius products in relation to the event. The nurse attributed peritonitis to patient breach in aseptic technique during the pd exchange.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On (B)(6) 2025, it was reported that this patient on peritoneal dialysis (pd) therapy had the pd catheter (not a fresenius product) removed due to peritonitis. There were no reported allegations that the event was caused by fresenius products. In additional follow-up, the pd nurse reported that on (B)(6) 2025 the patient was seen in the outpatient pd clinic with symptoms of cloudy pd effluent. It was stated that the patient had a pd culture obtained in the pd clinic which had growth of the bacteria staphylococcus haemolyticus. The patient initiated antibiotic therapy utilizing intra-peritoneal (ip) vancomycin (per clinic protocol) for peritonitis, per the nurse. Subsequently, on (B)(6) 2025, the patient had a repeat culture (in the pd clinic) which continued to have growth of the bacteria staphylococcus haemolyticus. It was suspected that the pd catheter (not a fresenius product) has biofilm. As a result, the patient was switched to hemodialysis modality for renal replacement needs and on (B)(6) 2025 the pd catheter was removed. The nurse confirmed the patient did not have fluid leaks or any issues/malfunctions with fresenius products in relation to the event. The nurse attributed peritonitis to patient breach in aseptic technique during the pd exchange.